Manufacturer narrative:
(B)(4). The complaint rt235 infant dual-heated evaqua breathing circuit was not returned to fph for investigation. Our analysis is accordingly based on the incident report provided by the hospital and our knowledge of the product. Based on the report provided by the hospital, the skin burn sustained by the patient was due to the draping placed on top of the rt235 infant dual-heated evaqua breathing circuit when the patient was placed on the ECMO machine. The hospital confirmed in their incident report that it was a "product use error". Fph office in (B)(4) has contacted the hospital to remind them of the following warnings stated in the user instructions of the rt235 infant dual-heated evaqua breathing circuit: - "avoid prolonged contact with patient's skin."- "do not cover the circuit with materials such as blankets, towels or bed linen."

Event description:
A hospital in (B)(6) advised fisher & paykel healthcare (fph) of the following incident, reportedly involving an rt235 infant dual-heated evaqua breathing circuit: "patient admitted from outlying ed to the cardiac intensive care unit on (B)(6) 2012 post cardia arrest and intubation. Patient admitted with probable septic shock and severe right ventricular failure. Patient prepped and draped for placement of venoarterial extracorporeal membrane oxygenator (ECMO). Patient cannulated and placed on ECMO. Post draping removed and nursing noted a reddened area to right lower abdomen and right upper thigh correlating to where the ventilator tubing was in contact with the patient's skin. Patient evaluated and treated by wound care team. Both burns noted to be partial thickness burns with the right upper thigh noted to have blistered. Wound care team discontinued care for the abdominal burn on (B)(6) 2013 as the burn had healed. Patient still under care at time of discharge for burn to right upper thigh as blister had opened and wound was being cleaned and dressed. Care of the patient was transferred to a facility closer to patient's home on (B)(6) 2013." The hospital reported this incident to the FDA on (B)(6) 2013 as "product use error".